Event description:
Damaged catheter was found. The device had been in place for 20 days prior to the complaint incident. Leak was observed on the extension leg of the niagara catheter.

Manufacturer narrative:
The complaint of an external leak is confirmed. Microscopic examination of the tubing just distal to the bifurcation site reveals a partial tear in the tubing. The break site is jagged, irregular and exhibits a granular veneer. The break line traverses diagonally to the center axis of the tubing; the exact mechanism of damage is undetermined. The catheter was in place for approximately 20 days prior to the complaint incident. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.